Manufacturer narrative:
Additional information provided in initial reporter email field (e1) in section e, initial reporter. Product analysis could not be performed, as the fiber was not returned for analysis. Analysis of media provided by the customer was performed. The photo provided by the customer show the fiber in its packaging, and a fiber break was not observed. The reported allegation could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the information provided, the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, given this, "unable to exclude device problem" is selected as the most probable cause.

Event description:
It was reported that the fiber that was being used from the beginning of the lithotripsy procedure broke. Another fiber was plugged in, but it was not recognized by the console, and an error message saying "fiber cannot be used, connect a new one" displayed. Another fiber of a larger diameter was used to complete the procedure. There were no patient complications. This complaint refers to the first fiber.

Event description:
It was reported that the fiber that was being used from the beginning of the lithotripsy procedure broke. Another fiber was plugged in, but it was not recognized by the console, and an error message saying "fiber cannot be used, connect a new one" displayed. Another fiber of a larger diameter was used to complete the procedure. There were no patient complications. This complaint refers to the first fiber.